Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Only a broken haptic was returned adhere by solution to the non-serialized side of the lens case lid. The rest of the lens was not returned for evaluation. Product history records were reviewed, and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge with a non-qualified viscoelastic. The associated handpiece was not provided. It is unknown if a qualified product was used. The reported broken haptic was observed. The root cause for the reported event may be related to a failure to follow the instructions for use (IFU). The file indicated the use of a viscoelastic that is not qualified for the lens/cartridge combination used. The associated handpiece was not provided. It is unknown if a qualified product was used. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company iol IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, haptic broke off when loading. Subsequently the lens was removed during initial procedure and completed with company same lens and model. Patient received stitches but incision did not enlarge. In the surgeon¿s opinion, product contributed to the event. The patient's was issues resolved.